Event description:
A peritoneal dialysis patient has reported that while in treatment, the patient line had become disconnected from the cycler set. The patient has suffered no known ill effects. The patient continues with peritoneal dialysis therapy successfully. There is no sample available for evaluation.